Event description:
This device was implanted on (B)(6) 2008 and was explanted on (B)(6) 2011. Patient had a shock series in home that required the patient to come in for further oft testing. Patient had a oft testing series which demonstrated complete failure of the device to convert vtnf. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).